Manufacturer narrative:
The customer would not provide this information. The custom perfusion pack is made by sorin group USA, inc. The serial number is for the primo2x oxygenator manufactured by sorin group, a sorin group company. It is distributed by sorin group, and is a component of the custom perfusion pack. The 510(k) number for the sorin group primo2x is k050447. The primo2x oxygenator is a component in the custom perfusion pack. The custom perfusion pack, catalog number 088111900, is a pre-amendment device. A static leak test confirmed a small blood to water leak in the primo2x oxygenator heat exchanger. The primo2x oxygenator was returned to sorin group italia for evaluation of the failure mode. A follow up report will be filed with this information.

Event description:
At the end of bypass, while rinsing the heater/cooler, it was noticed that the heater/cooler water had a pink tinge to it. This suggested that a minor blood to water leak from the oxygenator heat exchanger had occurred. All blood gases & patient pressures were good throughout the case. The patient's recovery was uneventful.